Event description:
It was reported that right hip revision surgery was performed due to failed metal-on metal with metallosis and infection. This required synovectomy, extensive debridement, femoral osteotomy and placement of antibiotic spacer.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head, modular sleeve and stem were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the cup, hemi head and modular sleeve this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It was also confirmed that all devices were sterilized. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported that the intraoperative culture showed a cell count of 11,000 white blood cells, 90% neutrophils and celi count showed rare cocci, there was no laboratory report provided. The reported pain along with intraoperative findings of a turbid, dark, purulent fluid within the capsule and malunion around the articulating hip spacer may be consistent with findings associated with metallosis, malunion and periprostetic infection. However, without the supporting lab/pathology results or relevant imaging, the root cause of the reported pain, malunion and periprostetic infection cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.